Manufacturer narrative:
The reported 8.0mm custom made tracheostomy tube was returned for investigation. A review of the device history record for the reported lot, revealed no issues or nonconformities during manufacturing. During functional testing, the cuff was inflated with 15cc of air and the entire device was submerged in water. The device proximal cuff did not inflate and air was observed escaping from a pin hole located in the cuff at the proximal end of the shaft. The pin hole measured 0.75-1mm in diameter. Investigation was unable to determine the root cause of the pin hole in the cuff. Correction: (B)(4).

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
User facility reported that the device was in use with patient in home care starting on (B)(6) with an inflated cuff volume of 7ml. According to home care personnel, the device cuff broke on (B)(6). Reporter stated the tracheostomy tube was changed with no adverse effects reported.